Event description:
It was reported that after use, safety mechanism can¿t be activated. No other information was provided. It was reported this occurred with two devices. This report addresses the second device.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. H3 other text : device not received.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of difficulty advancing the safety mechanism was confirmed and the cause was determined to be use related. The product returned for evaluation was two 22g safestep infusion sets w/y-site. The returned product sample was evaluated and the needle in unit 01 was observed to be bent near the needle base. Inspection of unit 02 was unremarkable. The following observations were noted on unit 01 during the sample evaluation: ¿ usage residue was seen on the sample which proved that the product had experienced at least some use ¿ the needle tip was barbed suggesting contact between the needle and port base an attempt to advance the safety over the needle tip was unsuccessful as the safety could not pass the bent region of the needle. Force applied at an angle to the needle axis, or if the needle is not inserted perpendicular into the port septum, can lead to bending of the needle shaft. It is advised to verify that the needle length is correct based on port reservoir depth, tissue thickness and the thickness of any dressing beneath the bend of the needle; if too long, needle and/or port may be damaged at insertion. Additionally, avoid excessive manipulation once the needle is in the port. No potential damage related to the manufacturing process was noted on the complaint sample.

Event description:
It was reported that after use, safety mechanism can¿t be activated. No serious injury to patient reported. No other information was provided. It was reported this occurred with two devices. This report addresses the second device.